Manufacturer narrative:
Correction: the previous MDR submitted on april 07, 2025, was filed inadvertently. No oral antibiotics was administered.

Manufacturer narrative:
Per the clinic, the patient has a hit to head on (B)(6) 2024, which caused swelling at the implant site. Subsequently, the patient developed an infection on (B)(6) 2024, at the implant site and a skin lesion of 4 mm in size. The patient was hospitalized overnight for an IV antibiotic treatment and was also treated with oral and topical antibiotics (specific date and duration not reported). However, the symptoms did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator, with open spot on the implant (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.